Event description:
It was reported by service report that the footend right side rail is broken and won't lock in the upright position. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: siderail cracked with sharp edges and won't lock in upright position.